Event description:
It was reported that the patient had visited the emergency room (ER) due to diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 49 and 71 hours. The patient began experiencing elevated blood glucose levels on (B)(6) 2026, they kept the pod on overnight and noted that their glucose levels had increased significantly the next day. The patient then removed and discarded the pod and attended the emergency room. When the pod was removed from the infusion site (leg), the patient noticed a mild redness. Symptoms reported included tiredness, excessive thirst and frequent urination. It was reported that the patient also has hypothyroidism, diagnosed before the event occurred. The patient was treated with intravenous insulin, potassium, sugar water and saline. The patient left the emergency room on (B)(6) 2026, approximately 28 ¿ 30 hours after presenting.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.